Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling system reviews could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Reportedly, femoral imaging was not performed. It should be noted that the electronic perclose proglide instructions for use (eifu), states: perform a femoral angiogram to verify the location of the puncture site. In this case, it is unknown if the reported eifu violation contributed to the reported difficulties. Reportedly, device was removed against resistance. Per the eifu do not advance or withdraw the perclose proglide device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. In this case, it is unknown if the reported eifu violation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to the inability to retract the foot, include, but not limited to tissue, calcification or suture caught in foot. The inability to close the foot likely contributed to the difficulty to remove the device. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. B3: estimated date d4: a partial UDI was provided as the lot number is not known. H6: medical device problem code 2017 clarifier failure to follow steps / instructions h6: medical device problem code 2017 clarifier- against resistance

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device relative to a mesenteric angiogram diagnostic procedure. A femoral angiogram was not performed. Reportedly, the foot did not close after the lever was returned to its original position. The proglide device was able to be removed despite the foot being open. No pieces were left in the patient. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. The patient was monitored and sent home the same day. No additional information was provided. Estimated date.